Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead system had been pacing at a rate of less than 40 beats per minute (bpm). Boston scientific technical services (ts) discussed possible causes. The device was programmed vvi at 60 without hysteresis and unipolar sense/polar. This system was subsequently removed secondary to infection. Additional information indicated that the device was programmed by the physician to vvi at 40 bpm and did not remember doing so. No additional adverse patient effects were reported. The system is no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was subjected to and passed all automated rp2 level electrical testing on the mate system, which confirms proper operation of the pacing and sensing functions of the device, as well as a lead impedance test. It was concluded that the device met specifications. Normal device operation was observed.